Event description:
After successfully placing a penta, the highsail was advanced and inflated for post dilatation at 16 to 17 atm when it burst. There was a minor dissection noted in the distal artery at this point. The dissection was successfully treated with the placement of an unplanned stent. The patient is reported to be doing fine.